Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 9am. The patient stated that she manages her diabetes using pills (metformin) and reportedly continued with her usual dose including sliding scale after the alleged issue began. The patient reportedly experienced symptoms of cold sweats and clammy hands an unspecified amount of time after the alleged issue began, and reportedly received hcp advice to drink juice and take regular medication in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that it was the patient's first use of the product, the correct test strips were being used, there had been no misuse of the product and the battery did not require to be changed. The csr was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter failed testing, the reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.